Manufacturer narrative:
Customer complained on (B)(6) 2021 insulin pump alarmed critical pump error. Device will be tested and downloaded for cause of critical pump error. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device successfully download to thus. No critical pump error noted during test or listed in device history download. However, found moisture damage to motor assembly, electrical board 1 and electrical board 2 during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay and peeling keypad overlay. The p-cap/reservoir does lock properly. No critical pump error noted during test or listed in device history download. However, found moisture damage inside insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had beeping and getting open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.